Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump did not alarm low battery alert prior to the replace battery now alarm. The customer states that the batteries were not previously used. There were no significant events prior to the absence of an alarm. The blood glucose reading was 6.21 mmol/l. The customer advised that they may continue to wear the insulin pump until the replacement arrives. The insulin pump will be returning for analysis.

Manufacturer narrative:
The power management tool confirmed low battery alarms triggered when backup battery loaded voltage was less that 3.5 volts for four consecutive hours due to hours due to connector resistance. After disconnecting and reconnecting the internal battery connector at printed circuit board. Pump was monitored and functioned properly. No unexpected battery power loss noted during testing. Unit received with missing display window cover, minor scratched lcd window, cracked keypad at select button, keypad overlay texture damage, cracked case near belt clip rail corners, cracked retainer.